Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became broken and would no longer charge the pump. Customer¿s blood glucose level was 152 mg/dl. Replacement cable was sent to the customer.